Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "patient's right constrained liner's inner head disassociated from the outer head". A size d constrained liner, 22.2+0 lfit metal head, and competitor shell were revised to a trident ii revision shell with an adm/ mdm liner construct. Rep provided a usage sheet from the primary stryker implant and confirmed that no further information will be released by the hospital or surgeon.